Event description:
It was reported that the patient needed several blood transfusions due to a blood disorder. The patient requested to be sent home on hospice and subsequently died.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient needed several blood transfusions due to a blood disorder. The patient requested to be sent home on hospice and subsequently died. Per the instructions for use, bleeding and death are known potential complications associated with the implantation of a vad. Based on the available information, the device may have caused or contributed to the reported event. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the reported blood disorder, progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.